Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) overinfused. It was further reported that the infusor emptied four hours earlier than expected. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.